Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber cap exhibits drilled through condition; there is some white unknown substance noted inside the distal end of fiber cap; the glass cap exhibits devitrification at the output area, and detritus adhesion around output area. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at15,636 joules of use and 2:48 minutes, "during the procedure, came bright flash, after that the laser beam was not sharp, not in focus, the beam expanded." The fiber tip (cap) was not cleaned during the procedure. The procedure was completed utilizing a second fiber. There was "no injury to patient" reported.